Event description:
(B)(4) the dealer reported that the 6291-had walker paddle rivets were broken, resulting in the patient falling and sustaining scrapes, bruises, a bump on the head, and detachment of one of his toenails. Emergency medical attention was sough. Should we receive additional information, this file will be revised, and a supplemental report will be submitted.